Event description:
Event description guidant received information that this right ventricular endocardial lead was implanted with good sensing and thresholds. Following the implant, the patient underwent a cardiac bypass procedure. At the end of this surgery, it was noted that there was noise on the rv lead's shock channel, sensing was lost, and the threshold was 7 volts @ 2 msec. No apparent dislodgement was noted and the helix was functioning.